Event description:
Reporter indicated that vns patient had passed away. It was reported that the patient's death was "due to other co-morbities". It was reported that the patient was a very sick person and had lived longer than what was expected. Further follow-up revealed that the patient was found dead in bed. It is believed that the patient passed away during the night due to sudep (sudden unexplained death in epilepsy). The patient's family requested that no autopsy be performed. The device was not explanted. It was reported that the patient responded well to the vns therapy and that they were receiving therapy at the time of death. Review of the manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.